Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that potassium phosphate was programmed to infuse for the duration of 6 hours, however; the infusion was completed in 2 hours and the pump indicated only 15.4 out of 70ml was infused. There was no patient impact.